Manufacturer narrative:
Unique device identifier (UDI) : (B)(4). The microsensor was not returned for evaluation (discarded by hospital) therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported that cerebrospinal fluid (csf) was leaking from the catheter of the microsensor during procedure on (B)(6) 2020. The patient was receiving the clearance of intracerebral hematoma. The estimated amount of csf was minimal. The physician retrieved the microsensor and stop the monitoring.